Event description:
New information received stated that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in-office for follow-up and fluoroscopy revealed an externalized conductor, 3cm proximal to the rv coil. The patient is expected to have a device change-out during the summer; hence, the physician elected to monitor the lead.